Event description:
As reported during use of femii008at was noted that a splice in use triggers and it bleeds, then the cannula must be changed. As per follow up, the surgeon confirmed that the cannula was used during heart surgery norwood sano (on (B)(6) 2013), the team switched directly to ECMO. Eight (8) days later, the cannula was changed due to a leak. Two days later the leak occured again and the team needed to change the cannula, this cannula was an confirmed an edwards product. The cannula was placed in the neo-aorta, with 2 tobacco pouch and then sutured at the skin. No product return or lot number was provided. Unfortunately the patient ((B)(6)) died but as per clinical opinion was not related with the device. The patient had no damage from cannula change.

Manufacturer narrative:
The device was not retained by the hospital for evaluation into root cause. At this time the date of death and cause of death are pending. The hospital has provided information stating the cause of death was not related to the edwards cannula in use. A product evaluation could not be performed. Manufacturing records could not be reviewed as the lot was not provided. It is important to note that this device was in use for 8 days. These cannulae as stated in the IFU are instructed to be used less than 6 hours. They are also indicated for femoral access only. The use of this device in the aorta and for 8 days is considered off label use. Edwards has seen an increased frequency of off label use with these cannulae. Edwards has taken the corrective action to update the IFU to include contraindications relating to placement outside of femoral access and prolonged use. Trends will continue to be monitored through the edwards quality system.